Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter issue occurred. Data was evaluated and the allegation was confirmed as a fatal transmitter error. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. Data was provided for evaluation. The allegation was confirmed. The probable cause of fatal transmitter error could not be determined. The reported event of a transmitter issue is reportable based on the finding of a fatal transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter issue occurred. Data was evaluated and the allegation was confirmed as a fatal transmitter error. The probable cause of fatal transmitter error could not be determined. The reported event of a transmitter issue is reportable based on the finding of a fatal transmitter error. No injury or medical intervention was reported.